Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint surgery, the fa quantum ii controller displayed an f4 error. The procedure was completed with a delay greater than 60 minutes using a s+n backup device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the top cover was found with bent edges on the back of the device. The warranty seal looks untouched. A functional evaluation was performed on the returned device and found that the reported scenario that the q2 controller displayed the f4 error message after turning the unit on can be confirmed. The output voltages cannot be measured due to a component failure of the pcb pn16292. It was found that the resistance of q17 & d77 is below 26ohm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.